Event description:
Inbound; pt reports syringes are difficult to lubricate and pumps have alarmed low volume early. Pt called back and stated medication ran out 8 hrs early. Serial number of pump (B)(4). Pt also reports headaches resolved when pump and syringe was changed. Replacement ms3 pump sent. No other details provided.